Manufacturer narrative:
(B)(4) - (arachnoiditis).

Event description:
The pt experienced discomfort and was suspected to have arachnoiditis. The catheter was calcified and the pt's healthcare provider (hcp) had planned to remove that portion of the catheter. The medication being delivered via the device system was not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.